Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's saphenous vein graft to the obtuse marginal. It was reported that upon attempted balloon catheter inflation, the balloon burst at 6 atmospheres of pressure. Despite the reported balloon burst, the stent was fully deployed slightly proximal to the target lesion site. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The results of the product evaluation found that an axial fracture was observed on the balloon catheter and a distal leak was noted at 3 atmospheres of pressure. Co's evaluation was unable to determine if the condition observed occurred prior to or after leaving co's facility. In response, a mfg investigation has been initiated. Should the results of this investigation reveal anything which could account for the condition observed in the returned device, a follow-up 3500a report will be submitted to include corrective action.